Event description:
On 10/12/2007, the pt's wife reported that the pt's infusion device alarmed 09 (technical inspection due). She ,that the pt switched to his backup infusion device. On 11/02/2007, a follow up call was placed and the pt stated, that he did not receive any of the 8x alerts (88, 86, 84, 82), prior to the 09 warning him that the infusion device would soon shut down. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.